Manufacturer narrative:
(B)(4) (B)(6) concomitant medical products: exgen precoat stemmed tibial component cat#: 00598004701, lot#: 63392131. Nexgen stems extension cat#: 00598801015, lot#: 63272519. Nexgen tibial blocks and screw precoat cat#: 00598800526, lot#: 62823292. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00072, 0001822565-2018-00601, 0002648920-2018-00081.

Event description:
It was reported that the patient underwent a revision arthroplasty procedure two years post operative due to tibial loosening.

Manufacturer narrative:
(B)(4) (UDI): (B)(4) reported event is considered confirmed as visual examination from the x-rays show the implants were loose. Device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were reviewed which showed the left knee with thin cement and looseness along the femoral and tibial components. Radiolucency at the bone cement interface show signs of early loosening. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.